Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was found that the completely damaged light guide connector of the endoscope (endoscope connector) which it had been connected to the subject device was left plugged in the output socket of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of sorc and its evaluation result showed the light guide connector of the endoscope was damaged completely, omsc considered that it was unlikely the light guide could not be removed due to a malfunction of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the damaged light guide connector of the endoscope (endoscope connector) which the user had connected to the subject device at the user facility was left plugged in the output socket of the subject device. The subject device had been returned from the user because the damaged light guide connector of the endoscope could not be pulled out from the output socket of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.